Event description:
It was reported and confirmed by telemetry that a critical and non-critical alarm occurred. It was indicated that the critical alarm was constant and was due to a motor stall. It was noted that the motor stall showed on the pump log on (B)(6) 2012 and a tube set log on (B)(6) 2012. It was indicated that no electromagnetic inference (emi) or magnetic interaction occurred. It was reported that the non-critical alarm was due to elective replacement indicator and occurred on (B)(6) 2012. It was noted that the patient experienced increased pain and would be dosed with oral medications. It was noted that surgery would be planned to have the device system replaced. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the motor stall still did not recover. The cause and duration of the stall were unknown. It was noted that a pump replacement was to be scheduled. The patient experienced withdrawal symptoms due to the pump shutting off. The patient was not hospitalized and recovered from the event without sequela.